Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in the united states on 06-oct-2016, on 07-oct-2016 and on 14-oct-2016. The report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2016, lot number c26971. During placement procedure on (B)(6) 2016, physician pulled on the coil and it stretched in the tube through the uterus down to the cervix. When doctor was attempting to remove the coil, distension was lost and she could no longer see the coil. The coil snagged on something and unraveled. It got caught and it was stretched out and then it broke. There was currently a straight piece of coil in the patient. It was in her uterus and fallopian tube. The physician asked what to do, she would be taking patient to the operating room, doing a hysteroscopy to see, and novasure endometrial ablation would be done. Company causality comment: this spontaneous and medically confirmed case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and during placement procedure essure got caught and it stretched then it broke, piece of coil remained in patient (interpreted as device breakage), serious event due to medical importance and anticipated in reference safety information for essure. During difficult removals, single cases have been reported of essure breakage. In this particular case, during insertion physician pulled on the coil and it stretched in the tube through the uterus down to cervix, when she attempted to remove coil, distension was lost and she could no longer see it. The coil snagged on something and unraveled then it broke. Physician is planning to take patient to the operating room, doing a hysteroscopy. Given nature of event causality cannot be excluded. This case was regarded as incident since device removal will be required. Further information and product technical analysis is awaited.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist and describes the occurrence of device breakage ("it got caught and it stretched than then it broke/ broken in the patient/ catheter breakage") in a (B)(6) -year-old female patient who had essure (batch no. C26971) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "doctor pulled on the coil and it stretched in the tube through the uterus down to the cervix" on (B)(6) 2016 and device physical property issue "coil snagged on something and unravelled". The patient's concurrent conditions included obesity. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced complication of device removal ("it got caught and it stretched than then it broke/broken in the patient"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping"). The patient was treated with surgery (hysteroscopic to cut wire in uterine cavity). At the time of the report, the device breakage, complication of device removal and abdominal pain lower outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, complication of device removal and device breakage with essure. The reporter commented: trying to get placement correct, find gold and lost distention . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Most recent follow-up information incorporated above includes: on 17-aug-2017: patient's demographic details and event cramping was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist and describes the occurrence of device breakage ("it got caught and it stretched than then it broke/ broken in the patient/ catheter breakage") in a 34-year-old female patient who had essure (batch no. C26971) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "doctor pulled on the coil and it stretched in the tube through the uterus down to the cervix" on (B)(6) 2016 and device physical property issue "coil snagged on something and unravelled". The patient's concurrent conditions included obesity. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced complication of device removal ("it got caught and it stretched than then it broke/broken in the patient"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping"). The patient was treated with surgery (hysteroscopic to cut wire in uterine cavity). At the time of the report, the device breakage, complication of device removal and abdominal pain lower outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, complication of device removal and device breakage with essure. The reporter commented: trying to get placement correct, find gold and lost distention. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2018: quality-safety evaluation confirmation of ptc global number, entry of FDA codes, addition of batch/lot number dates, sample received. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report. .